Event description:
The external pulse generator (epg) was returned for correction due to a field advisory and it wsa damaged. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment; damaged. Analysis did find that the keyboard was contaminated and the encode flex was out of mechanical specification.